Manufacturer narrative:
The customer observed an increase in the number of reactive results and imprecision with atellica im 1300 sars-cov-2 total (cov2t) lot 709007. A customer service engineer went on site. The acid and base pumps were replaced along with all valves. The customer has established a policy to repeat all results with an index between 1.00 and 1.99 and report the result with agreement from at least two of the replicatess (two out of three). The customer repeated samples from a new batch of cov2t reagent received and recovered much better results: out of those 55 samples, 10 repeated due to their new check range: 6 of those resulted <1 on both repeats so were resulted as nonreactive. 1 repeated >1 on both replicates and were resulted as reactive. The other 3 samples repeated with one result <1 and 1 at >1.0 so were also reported as reactive. No data was provided. The customer ran about 160 samples on (B)(6) 2020 and the ratio of positive to negative results was more in line of what customer expected to see. The customer is observing fewer results near assay cutoff of 1.00 index and repeats show better precision. Based on the information provided, no product non-conformance identified. Customer is operational. No further action is needed. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer reported they observed a high number of reactive (positive) results on the atellica im sars-cov-2 total (cov2t). During troubleshooting, reactive (positive) atellica im sars-cov-2 total (cov2t) results for a patient sample were obtained. The results were considered discordant compared to nonreactive (negative) results from the same sample. The customer did not report the reactive (positive) results to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.